Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were defective. The defect was further described as a leak coming from one of the ports. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from november 21, 2019 - november 26, 2019. The actual devices were not available; however, forty-nine (49) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed on the five (5) randomly selected samples which revealed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.